Event description:
It was reported that upon interrogation, it was discovered that the patient had no external power alarms on controller and drained internal battery of power module and additional controller exchange was performed. The event log file showed the driveline was disconnected on (B)(6) 2022 at 18:53 and the pump was off and remained off throughout the rest of the log file. The emergency backup battery (ebb) powered the system from (B)(6) 2022 at 18:53 to (B)(6) 2022 at 03:29 but the pump was off due to the driveline being disconnected. Once the ebb drained, the controller clock was defaulted to (B)(6) 2000. The clock was reset on (B)(6) 2022 at 04:45. All power was removed again on (B)(6) 2022 at 05:54 followed by the clock defaulting to (B)(6) 2000. It also appeared that there were power cable issues with the controller leads and/or the patient cables at home and the clinic. Related MFR: 2916596-2022-14089 (pump - mlp-009298). Related MFR: 2916596-2022-14091 (controller - no serial number provided).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on (B)(6) 2022.

Event description:
It was reported the patient was reporting connect power to white connector alarms on (B)(6) 2022 despite the controller exchange performed on (B)(6) 2022 due to no external power alarms. The backup controller was exchanged at the time in september, but the alarms persisted and was swapped to a hospital controller which resolved the alarms. They were then provided with a new backup controller and was instructed to rotate batteries and clips at home. No log files were able to be obtained from the original controller. The newly reported alarms in october resolved randomly. There is no obvious driveline or controller damage, and the alarms could not be replicated in the clinic. The event log contained power cable disconnect alarms while using battery power. Some of the alarms were occurring as a result of relative state of charge (rsoc) invalid flags. It was recommended to change all of the patient's battery clips. If the alarms were to continue, the batteries might require replacement as it could be a tolerance issue with specific combination of batteries and clips that can cause similar alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (05sep2022 ¿ 06sep2022, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The clock was reset after 06sep2022 at 03:29:00 and was properly set again at 04:45:35. This clock reset occurred after the controller was already exchanged. Low bus voltages were active throughout the entire log file from 05sep2022 at 18:46:42 ¿ 06sep2022 at 05:54:48, and on 01jan2000. The low voltages caused atypical power cable disconnect alarms to intermittently activate the alarms were coincident with rsoc invalid faults and were intermittently active on 05sep2022 from 18:48:04 ¿ 18:53:02. The driveline was disconnected on 05sep2022 at 18:53:02 and the controller was shut down and placed into charging mode at 18:43:40. The driveline was not reconnected for the remainder of the log file. Pump operation was not affected while the driveline was connected. An additional log file was submitted from the new system controller (serial number: (B)(6)) for review. A review of the submitted log files showed events spanning approximately 7 days (26sep2022 ¿ 03oct2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on 27sep2022 at 20:40:59, on 28sep2022 at 09:39:05 and at 10:55:02, and on 30sep2022 at 12:24:15. The alarms occurred while the controller was connected to battery power and resolved shortly after activating. Additional atypical power cable disconnect alarms were intermittently active on 02oct2022 from 09:26:08 ¿ 18:02:55. These alarms were active due to the bus voltage dropping while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking if there had been two recent controller exchanges and to provide the serial numbers of the controllers and reason for the exchange. It was also asked why the driveline was disconnected, and to clarify why power was removed on 06sep2022 at 05:54:48; however, no response was received. No log files are available from the original controller. The alarms resolved after exchanging the backup controller; however, the alarms reoccur randomly. Multiple good faith effort attempts were made asking if the alarms were resolved, if cleaning the contacts resolved the alarms, if the battery clips were exchanged, the lot numbers of the battery clips, if any other products were exchanged, and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15feb2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.